Manufacturer narrative:
Note: product reference 4433750 is not cleared for sales in the USA, but similar product reference 5433750 is cleared under #510k130576. Batch history review: we have checked the manufacturing file of batch 369934791 of celsite st305 which complies with our specifications and does not present any discrepancy. No other incident has been reported to us on this batch of access ports released in july 2018. Investigation results: we received for investigation a type "f" catheter. It measures 15.8 cm. These two extremities are cut clear. No trace of catheter rupture. Dimensional measures: we have measured the returned device in order to check its conformity to our specifications. All the measures conform to our specifications. Disconnection test: a disconnection test has been performed on the returned catheter. The disconnection force obtained is more than 3 times superior to the requirement of the iso 10555-6 (f>5n). This characteristic conform to our specifications. Conclusion: no manufacturing defect has been detected on the returned device. The catheter migration was discovered just few months after the implantation. This could be due to incomplete insertion of the catheter onto the exit cannula during implantation procedure. The IFU specifies: "the catheter should be completely mounted on the exit cannula before the connection ring is slid over the catheter." This is a rare incident, no corrective action is envisaged.

Event description:
During the access port removal, the physician has noted a migration of the catheter inside the right atrium.